Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. The product history and batch records were reviewed and documentation indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. (B)(4).

Event description:
A health professional reported that after an intraocular lens (iol) implant surgery in the right eye, the surgeon noticed that a subluxation of he lens and it was defective in its geometry. The patient is experiencing a decrease in the near vision. The surgeon stated in the postoperative notes that the posterior chamber implant has subluxated optics at the inferior end. The lower foot is probably still positioned in the crystalline sac but in relation to the ciliary processes. The upper foot is located in the crystalline sac opposite the posterior chamber. The examination does not put any abnormal contact between the implant feet and the ciliary processes or retinal periphery. In conclusion, the ultrasound examination in ubm mode shows on the right side a subluxation of the optics of the lower implant with a probable compression of the lower foot which remains however in the crystalline sac in relation to the ciliary processes while the upper foot is in the crystalline sac but clearly at a distance from the ciliary body located opposite the posterior chamber. The day after the procedure, the patient presented a visual acuity of 6/10 (20/35) but at one month we see a vision of 7/10 (20/30) far but difficult to read at near p6f and an off-center implant. A ubm anterior segment ultrasound confirms a displacement of the implant inferiorly, probably due to a folded lower haptic. Surgeon has scheduled the patient to go back and replace the lens. Additional information has been requested.

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Event description:
Additional information received from the surgeon stating the refractive results are good. The patient is satisfied and also the surgeon.

Manufacturer narrative:
Additional information provided in b.5. The manufacturer internal reference number is: (B)(4).

Event description:
Additional information received from the surgeon stating that he thought the implant was defective and upon re-opening the eye, he realized that the implant was badly positioned.

Event description:
Additional information has been received stating the surgeon repositioned the implant with the upper haptic not in the bag. The bag remained intact with just a small zonal disinsertion. The surgeon is scheduled to see the patient again in the next few days, the surgeon is quite optimistic.

Manufacturer narrative:
Additional information provided in b.5., h.1., and h.6. The manufacturer internal reference number is: (B)(4).